Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016 to report on behalf of patient an out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.